Event description:
Needle left on blood gas syringe without any type of safety device. Employee reached to pick up specimens from a dumbwaiter and was stuck with bare needle. Follow-up revealed that package insert did not include statement to remove needle and replace with syringe cap. Follow-up with physician who did this revealed it was not done because that step was not included in directions.